Manufacturer narrative:
Date estimated. The additional devices referenced will be filed under separate medwatch report numbers. The product was not returned to abbott vascular for analysis. The electronic lot history record (elhr) or similar incident query for this product/lot was not reviewed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The reported patient effects of dissection and perforation are listed in the instructions for use hi-torque supra core 35, instructions for use as known patient effects of the procedure. Investigation was unable to determine a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the reported treatment(s) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown as the part and lot numbers were not provided. Article title: post market clinical follow-up evaluation report peripheral guide wires.

Event description:
It was reported through a research article identifying command, command 18, flex-t, sparta core, steel core, supra core, versa core, winn, and tad / tad ii guide wires that may be related to the following: patient dissection, perforation, embolism, occlusion, revascularization, and rehospitalization. This article summarizes clinical outcomes from 161 physicians that have used command, command 18, flex-t, sparta core, steel core, supra core, versa core, winn, and tad / tad ii guide wires a total of 5,673 times. Specific patient information is documented as unknown. Details are listed in the attached article, titled "post market clinical follow-up evaluation report peripheral guide wires."